Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported on (B)(6) 2013 her blood glucose was reading over 350 mg/dl even after multiple bolus attempts (exact insulin dosage not provided) to get her blood glucose under control. She was vomiting and decided to go to the hospital. At the hospital she was admitted for diabetic ketoacidosis. The pod was removed at the hospital. There were no additional blood glucose levels, treatment or history provided. Attempts were made to contact the patient to provide additional information. Messages were left, but she did not return the calls.